Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ablation system functioned as designed. The system then passed the system checkout and was found to be fully functional. The catheter was returned to the manufacturer for evaluation. Testing found that the tip of the catheter was burnt. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9735560, serial/lot #: unk. Product ID: m450001b015, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation procedure, the tip of the cooling catheter was found to be missing when removed. The catheter itself was noted to be intact and remained a closed system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Additionally, it was reported that an area of magnetic resonance imaging (MRI) susceptibility during the first treatment wattage. A high temperature marker was in place however the laser did not time out as the temperature reading bounced between positive and negative values. The laser was turned off through the software of the system. The temperature map (tmap) was noted to have a dark area on it. When homeostasis was achieved, nothing was expanding as sline was flowing.

Event description:
Medtronic received additional information that the system was tripped by brain stem low temperature marker during the first ablation and there was a dropout signal in the tde map at high temp marker during the second ablation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue was caused by temperature marker being high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the first ablation, an area of MRI susceptibility appeared. It was reported that the air pocket that occurred was contained within the intended treatment area. The area of air within the estimate model was represented as "see through" additionally, the thermometry information was noted to be inaccurate within the air pocket that was created. It was reported that the temperature had then jumped as noted. It was reported one pass was made with the cooling catheter and there were no indications of blood or fluid present when the air pocket was created.

Manufacturer narrative:
A software analysis was initiated as part of the investigation. Analysis found that the behavior was the intended functionality of the software of the thermal therapy system. If information is provided in the future, a supplemental report will be issued.